Event description:
It was reported that the patient experienced urethral stricture and erosion with an artificial urinary sphincter (aus). An explant procedure was performed in which all the components were removed. The patient did not experience any further complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced urethral stricture and erosion with an artificial urinary sphincter (aus). An explant procedure was performed in which all the components were removed. The patient did not experience any further complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.